Event description:
Customer reported issues with a device. No adverse impact to the customer¿s blood glucose level was reported. As the customer is out of warranty and in the process of obtaining a new device, no follow-up from customer technical support was conducted, and no additional actions were required.